Event description:
It was reported that the patient had been using therapy for a while and another dimension of intensity was added. The stimulation sensation no longer went from thoracic 11 and 12 down to back, hips, and legs which stopped an hour or two prior to the call, in the middle of doing something else. It was noted this had happened once before at the time of the report and the manufacturer¿s representative (rep) said the implantable neurostimulator (ins) was using more juice since they added the dimension intensity. The patient reported they would have to charge more a week and they were not used to doing that, but would have to get use to charging more often. Basic functionality regarding how use the recharger and how to recharge were reviewed with the patient. It was noted the ins was at ¼ charge. The patient was able to turn stimulation on with the recharger while charging on the call. After reviewing coupling bars icons, ins battery level icon, and stimulation on/off icon the reported issue was resolved. It was noted when the patient was lying down, stimulation was too strong and she would have to adjust stimulation or turn it off which started since the intensity dimension/setting had been changed. The patient reported she was able to use the patient programmer (pp) to adjust stimulation when lying down and adjusting when standing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4),: product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).